Event description:
Update (B)(6) 2015 - pfs and medical records received. Doi was provided. Pfs now alleges pseudotumors. After review of the medical records for MDR reportability, the revision operative note indicated metallosis. No labs were provided for the alleged high metal ions. No pseudotumor was mentioned. Part/lot is being updated and the stem is being added. The complaint was updated on: (B)(6) 2015.

Event description:
The patient was revised because of pain and elevated ion levels.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 2/18/16, 2/24/16, 3/2/16 medical records received. Medical records reviewed for MDR reportability. Medical records reported patient with ear ringing/hearing loss, pain, stiffness, weakness, back pain, difficulty ambulating, rash/itch and metal ion levels greater than 7 parts per billion. MRI reported fluid collection with soft tissue change. Revision surgical report noted milky gray fluid, significant metallosis and tissue debris, soft tissue necrosis, iliopsoas tendon with negative affect, 45ml grayish fluide between liner and cup, cup significantly lateralized, and moderate amount of pericarticular necrosis. Pathology reported chronic inflammation. Cup being added to complaint for malposition. The complaint was updated on: mar 4, 2016.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and/or lot codes required were not provided. Per the reporting patient x-rays are not available for examination. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.